Event description:
It was reported the device was used during an unknown colon procedure. It was reported by the affiliate that the staples were not delivered. There was no pt consequence.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. D6; device returned with no lot ID. Visual inspections & results: anvil pocket condition, driver condition, handle shroud condition, hook/anvil condition, and retaining pin arm condition, good; cartridge batch number, k45v6g; cartridge condition, damaged; cartridge positioned properly, proper cartridge, and staples present, yes; closure trigger position, and firing trigger position, open; retaining pin condition, detached. Functional tests & results: cartridge lockout functional, closure stroke functional, firing trigger lockout functional, instrument cycled, staples fire properly, and staples form properly, yes; cartridge rear cap present, no; release button condition, and trigger release condition, good. Analysis conclusion; the instrument was received with the fully loaded cartridge mispositioned on the cartridge guides. The cartridge rear cap was missing and the retaining pin was detached. The cartridge was also observed to be gouged on the side rail. The cartridge was returned fully loaded with staples. Due to the position in which the cartridge was loaded onto the instrument and the condition of the returned cartridge, it appears that the cartridge had been improperly aligned when inserted. The cartridge will not fire or function properly if it is improperly aligned with the cartridge guides or if it does not load and seat properly. The instrument was fired with a test cartridge and it fired and formed all the staples as designed. It could not be determined where the cartridge could have been misloaded onto the instrument. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure it functions properly.